Event description:
Customer reported via phone call to have received a motor error alarm. Customer also reported to have received a spanish anomaly alarm and no delivery alarm. Customer's blood glucose was 209 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed prime/no delivery, displacement, rewind and basic occlusion test. Pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing.